Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had an in-clinic evaluation as the device was not performing as expected. Two weeks later, the patient underwent a revision procedure. During surgery, a crack in the left cylinder connecting tube was identified; therefore, the pump was removed and replaced. The cause of the observed anomaly was not reported by the medical facility. There were no patient complications reported.

Manufacturer narrative:
Event date: approximated based on event description, as anomalies were identified two weeks prior surgery.

Manufacturer narrative:
Event date b3: approximated based on event description, as anomalies were identified two weeks prior surgery. Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis pump underwent a thorough analysis. The pump was visually and microscopically examined, and functionally tested. A leak was found the tubing strain relief junction, consistent with material wear. The affected tubing was cut down to an appropriate size to perform functional testing; however, the pump did not pass the activation test. Product analysis confirmed the reported allegations, as the observed anomaly is likely to have affected the functionality of the device.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had an in-clinic evaluation as the device was not performing as expected. Two weeks later, the patient underwent a revision procedure. During surgery, a crack in the left cylinder connecting tube was identified; therefore, the pump was removed and replaced. The cause of the observed anomaly was not reported by the medical facility. There were no patient complications reported.

Manufacturer narrative:
Event date b3: approximated based on event description, as anomalies were identified two weeks prior surgery. Correction to lot numbers d4: model, lot, catalog number, expiration date, UDI corrected and c2/d10 section. H3 other text : pump analysis begun but not yet finished.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) had an in-clinic evaluation as the device was not performing as expected. Two weeks later, the patient underwent a revision procedure. During surgery, a crack in the left cylinder connecting tube was identified; therefore, the pump was removed and replaced. The cause of the observed anomaly was not reported by the medical facility. There were no patient complications reported.